Event description:
It was reported that 51 of the 1ml allergist syringe needles broke. The following information was provided by the initial reporter: verbatim: comment: they put into vial and break. They put into vial and break. Per cust-they put into vial and break off. They put into vial and break.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2195294. D4. Medical device expiration date: 31jul2027. H4. Device manufacture date: 14jul2022. D4. Medical device lot #: 2059040. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date: 28feb2022. D4. Medical device lot #: 2221374. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 09aug2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.